Manufacturer narrative:
Device status. The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
Clinical rationale: an impella cp device was inserted into the right femoral artery in a 66-year-old male patient with a past medical history of a prior coronary artery bypass graft (CABG), and coronary artery disease (cad), presenting in an out-of-hospital cardiac arrest requiring cardiopulmonary resuscitation (CPR), in acute myocardial infarction (ami) and cardiogenic shock (cgs), and in scai stage d shock, on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. The patient arrived to the intensive care unit (ICU) from an outside facility with the impella in place. Upon arrival, the urine was noted to be pink tinged in the foley. An echocardiogram was done to verify placement. The inlet was pointed towards the mitral valve and the pigtail catheter hung in the papillary muscle. The physician attempted to reposition the impella, but was not successful. Support was turned down to p-6 to try and resolve the hemolysis. The lactate dehydrogenase (ldh) was 1143 on arrival. A quinton catheter was placed in the case that continuous renal replacement therapy (crrt) was needed. It was noted that the patient had chronic kidney disease (ckd) and an elevated creatinine at baseline. Two days later, the impella cp was removed, with an escalation of therapy to an impella 5.5. The post-procedure outcome is survived at explant. Poor positioning of the impella can cause hemolysis. Hemolysis and renal failure are listed as potential adverse events, and consistent with known device-related and patient-related factors documented in the instructions for use (IFU).

Manufacturer narrative:
This follow-up MDR is being submitted to document additional information received from the sales representative confirming that there is no device available for return. This information is consistent with the initial MDR, which reported that the device was not returned to the manufacturer.

Manufacturer narrative:
Corrected information has been provided in d1 brand name. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of hemolysis/mechanical interaction with blood was unable to be determined as limited clinical details were provided and no product was returned for review. The cause of device in wrong position was unable to be determined as limited clinical details were provided and no product was returned for review.